Event description:
During implantation the screw broke. Surgery was extended approximately 20 minutes due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.